Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not start up. Upon functional testing fse checked the m-cabinet and found that the sib board post failed. To resolve the issue fse replaced the ram on sib board. After this, the system was returned to use in good working order.

Event description:
It has been reported to philips that system did not start up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that sib board was failing. The sib board has been replaced that the system was returned to use in good working order.